Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 6 months after two dental implants were installed in intraoral regions #5 and #12, it was verified their non-osseointegration. Thirty ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii.